Event description:
Per clinical trial cp-1060: on (B)(6) 2016, patient underwent right breast mastopexy; inferior pedicla, using a full vertical and horizontal t incision. 1 piece of galashape (galaflex 3d) was used. Concomitant procedures included fat grafting to bilateral breasts and liposuction. On (B)(6) 2016, erythema/redness of breast (no indication which breast) was reported. Patient treated with medication (bactrim). Resolved without sequelae on (B)(6) 2016. Review by medical affairs identifies the reported adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of erythema/redness. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned - remains implanted.